Manufacturer narrative:
Event site name: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
During an emergency support program call, the customer reported that the patient had just arrived in the cvicu from the or following sensation plus 50cc intra-aortic balloon (iab) placement. A fo sensor failure alarm occurred during insertion. The fo connector had already been disconnected, and the inner lumen was being used for ap monitoring. Initial ap waveform was dampened. Flushing best practices while in standby were reviewed, and over the following hour the waveform improved significantly. Product surveillance information was obtained for the iab; however, the team has not yet decided whether the catheter will be returned for inspection.